Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where patient was not crossing over to station, thereby hindering the customer from accessing medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients' messages had not been crossing. A technical support specialist dialed into the server, rebooted the device automatically, checked that services were running after the reboot, and confirmed that messages were now crossing and being processed. The system functioned as intended after the technical support specialist investigated the device.